Event description:
The patient had an implantable cardioverter-defibrillator (ICD) placed by an outside hospital. The patient was readmitted to the same hospital approximately 3 years later. The patient reported a number of inappropriate shocks from the ICD. The outside hospital attempted to remove the lead but was unsuccessful. The old lead was detached from the ICD and a new lead was placed. The patient unfortunately developed an infection at the site of the ICD after the procedure. The patient was then brought to our hospital. He underwent a debridement of the ICD pocket and had successful removal of the lead. He was discharged home after the procedure. The surgical site was allowed to heal before re-implantation of a new ICD. He returned to the hospital approximately two months later. The patient had a successful implantation of a new ICD.